Manufacturer narrative:
The sample probe did not have visible external contamination. The probe up/down movement was normal. The probe was cleaned. Upon review of the alarm trace, abnormal aspiration errors occurred after the event on (B)(6) 2022.

Event description:
The initial reporter stated they received low and zero results for an unspecified number of patient samples tested with several assays on the cobas 6000 c (501) module. The customer provided data for one patient sample with discrepant results for ise indirect na, k for gen.2 and a second patient sample with discrepant results for lact2 lactate gen.2. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a na value of 105 mmol/l, which repeated as 141 mmol/l. This sample initially resulted in a k value of 35.46 mmol/l, which repeated as 4.85 mmol/l. The repeat values from the first sample were considered correct by the customer. The second sample initially resulted in a lactate value of 0.0, which repeated as 1.2. No units of measure were provided for the lactate assay. The na and k electrode lot numbers and expiration dates were requested, but not provided. The lactate reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The operator did not clean the probe. The probe is to be cleaned as part of daily maintenance of the analyzer. The investigation determined, issue was resolved, after the customer cleaned the probe.